Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: evidence of moisture contamination was found behind display lens. Due to moisture contamination pump is unresponsive, blank screen, no vibration and no sound upon battery insertion. "Audio bolus button" cover is detached/missing. Leak test shows leaks at missing "audio bolus button" cover. Removed pump case. Evidence of additional moisture contamination throughout inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.